Manufacturer narrative:
The following devices were also listed in this report: citation tmzf ha stem #7 right, cat#6265-5117, lot#18955401 . Trident hemispherical solid back shell, cat#500-11-54e, lot#34765101. Trident 0° x3 insert 36mm ID, cat#623-00-36e, lot#mjr74a. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. An event regarding altr, abnormal ion level, fretting/ metallosis and limb length discrepancy involving a lfit v40 cocr head that was mated with a citation stem. The event was not confirmed. Method & results: device evaluation and results: not performed as no product was not returned for evaluation. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: "no imaging studies are available for review, and no examination of explanted components. No surgical pathology consistent with metallosis, pseudotumor, altr or alval is noted. Moderate elevation of on serum cobalt level and normal chromium levels in a patient with bilateral total hip arthroplasties, one in situ eighteen years and the other seven years, is not diagnostic of trunnionosis. The description of the femoral neck as "slightly darkened" after removal of metal femoral head and easily cleaned is not diagnostic of pathologic trunnionosis. The differential diagnosis noted on (B)(6) 2017 has not been ruled out in favor of pathologic trunnionosis based upon the review of the clinical information available. The mention of a 40mm head in the revision operative report is obviously in error, since a 36 mm head was in situ, and further description of a history of problems with 40mm heads is not relevant in this case. If additional information is received this report will be updated. " device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot referenced. Conclusion: the subject device has been identified to be within scope, lot specific voluntary recall was initiated for the lfit v40 cocr heads . The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that after a right hip replacement in 2011, patient has been experiencing pain since the first year the implant was in. Surgeon reported a potential pseudo-tumor after taking MRI's. Patient has not been revised as of the time of report. Update on 07/18/2019 by qs: based on the provided medical records, the revision surgery took place on (B)(6) 2018. The following information is also noticed in the medical review: ¿on (B)(6) 2014 states, ¿¿ continues to do well ¿ leg length inequality from prior hip surgery many years ago; ¼¿ to ½¿ shorter on right¿ [¿]"on (B)(6) 2018 an operative report notes a procedure of "1. Right tha limited revision femoral head and poly change; and 2. Right hip excision pseudo acetabulum, foreign body granuloma and ganglion cyst" for a pre- and post- operative diagnosis of "(1) failed right total hip arthroplasty secondary to trunnion metallosis, polyethylene wear; and (2) pseudo acetabulum with foreign body granulation and ganglion cyst formation"." [...] "Moderate elevation of one serum cobalt level and normal chromium levels in a patient with bilateral total hip angioplasties, one in situ eighteen years and the other seven years, is not diagnostic of trunnionosis."